Event description:
On february 18th, (B)(6) reported to breas that a vivo 45 ls ventilator was hooked up to a patient and the patient turned blue requiring CPR administration. The customer alleged that the vivo 45 ls stopped ventilating.

Manufacturer narrative:
Investigation report our reference: (B)(4). Your reference: n/a. Reporter: (B)(6). 1. Event summary and background: when was breas made aware of the event? February 18th, 2025. When did the event happen? February 7th, 2025. When was the event discovered? Durning active treatment. Patient impact: no injury: CPR was required. Device model and serial#: vivo 45 ls, sn (B)(6). Reporters description of the event: the vent was on a patient and stopped ventilating on (B)(6) 2025 night. Patient turned blue; they had to administer CPR. We downloaded the data to an sd card. Other relevant background information 2. Investigation: breas received the device on february 21st, 2025. The investigation started on february 25th 2025 and completed on february 25th, 2025. The investigation included the following activities: device inspection, analysis of log files, full functional testing. 2.1. Inspection: visual condition: no defects found. Accessories: click-in battery, carrying bag, power cord + power supply, user manual. Affixed labels: n/a. System time and date: device is 16 minutes behind of actual time. Firmware version: fw v5.1.5. Usage hours: 544.8 hours. Internal battery: soh: 98% and soc: 73%. Alarms as received: 2.2. Analysis of log file: above is a clip of the treatment data from (B)(6) 2025, between approximately 3:40am and 4:05am. At approximately 3:50am, an unknown event occurred and began to cause a high amount of leakage. This leakage impacted the standard treatment being delivered. At this time, multiple high priority alarms, including "high pressure", "apnea", and "low mve" all sounded. According to the log files, the device delivered treatment normally until an unknown event occurred at which point the device alarmed according to specification and settings and continued to deliver treatment throughout the event and subsequent alarms. There are three alarm settings that are worth of note. The low-pressure alarm was set to a lower value than the peep setting. This would mean the low-pressure alarm would never sound. The low tidal volume (vte) alarm was set to "off". Finally, the low minute volume (mve) alarm was set to its lowest settings. 2.3. Calibration: as received: ok. After recalibration: n/a. 2.4. Functions and alarms: device pass all function testing with no failures or abnormalities 3. Cause: is the root cause confirmed? We believe the root cause to be an event that produced a large leak. Is the customer description confirmed or not? No, the device did not stop ventilation during the event. It alarmed as designed given the situation. Probable causes with rationale: an unknown event caused a large leak which interfered with the device when giving treatment. While the device attempted to adjust, it alarmed as designed given the settings set at the time. Causes that could be excluded with rationale: n/a. 4. Risk assessment: this event does not introduce a new risk. Investigation of the device and log analysis indicates that the device performed according to specification and continued to deliver treatment through the unknown event which resulted in a leak. The device alarmed according to settings and continued to provide treatment. 5. Conclusion and recommended actions: based on the investigation, there is no fault found with the device. The device delivered treatment according to specification, alarmed appropriately based on device settings, and continued to provide treatment throughout the reported event.